Manufacturer narrative:
Fim review. This complaint involves a patient who underwent bilateral iliac artery stenting. As per field report, the treating physician first gained arterial access in the right common femoral artery. Following this, the physician selectively catheterized the left external iliac artery via a "over-the-horn" approach. The left external iliac stenosis was successfully treated with a 12x40mm smart control stent. The physician then withdrew to the right side and placed a 12,30mm smart control stent in the right common iliac artery. Following this, the physician decided to look at the left side again so he/she advanced the sheath (apparently with an inner dilator in place) again into the left iliac system. After this, it was noted that the right common iliac artery stent had "inverted" on th proximal end. A 9x40mm opta pro balloon was used to redilate the proximal end of the stent. At the end of the procedure, there were apparently excellent pulses palpable in both groins. The patient experienced no complication. Observation: two digital images are submitted for review. The images are dsa images taken one minute apart. Both images show the same thing. The left external iliac stent is appropriately deployed and is normal in appearance. The right common iliac stent is accordioned on its proximal end. No contrast images are provided, thus, the presence or absence of dissection cannot be assessed. Additionally, other flow limiting issues cannot be determined from these images. Conclusion: this patient was being treated for bilateral iliac artery stenoses. After deployment of stents in the right common iliac and left external iliac arteries, the treating physician advanced the sheath again over the horn to the contralateral side. Upon doing so the ispilateral stent became accordioned on its proximal end. It seems almost certain that the sheath caught on the proximal end of the stent upon readvancement and caused the stent disfigurement. Even with a vessel dilator in place, working through a newly placed stent should be done with great care. Maneuvering through the stent should be done under close fluoroscopic observation and attention must be paid for any resistance that is met. The patient will not likely experience any change in long term outcome.

Event description:
The report co received from the field indicates the case was bilateral stenting of the iliacs. The physician first went up and over the arch and stented the left external iliac with a 12x40 smart control. He then went to the right side and stented the right common iliac with a 12x30 smart control stent deployed without difficulty and looked perfect at the time of deployment. At this point, the physician decided to go back over to the left side to do a flow run. He proceeded to insert a 7f bt sheath vessel dilator back through the deployed stent on the right side and go back up and over the arch in order to do the contrast run. After the flow run was completed, he pulled the sheath back out, and at this point noted that the right-side stent had inverted within itself on the proximal end. Two of the six micromarkers were caught up inside the interior of the stent and two others were slightly pulled up as well. He therefore took a 9x40 opta pro balloon and tacked up the proximal end of the stent. There was no pt injury, and no movement of the stent itself. The pt had excellent bounding pulses on both sides after the procedure, which he did not have prior.